Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication. On (B)(6) a motor stall occurred. The event occurred during device follow-up. There were no known environmental, external, or patient factors. It was unknown if diagnostics or troubleshooting was performed. Interventions or actions taken were described as "unknown". The pump was explanted and replaced on (B)(6) 2017. The issue was resolved at the time of this report. Additional information was received. The representative reported the event date as (B)(6) 2017, however, pump logs were received which indicated the pump had been interrogated on (B)(6) 2017, revealing the pump in motor stall. The correct event date was not obtained. The patient was receiving morphine (10,000 mcg/ml at 3,999 mcg/day) and clonidine (1,000 mcg/ml at 399.9 mcg/day). The patient experienced return of pain and "redrawal" symptoms. The motor stall did not recover. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code - conclusion updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.